Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the cardiac resynchronization therapy defibrillator (crt-d) shocked them and their heart rate went down for a few days. Follow up revealed the patient received inappropriate therapy due to atrial fibrillation (af) with rapid ven tricular response detected by the device as ventricular fibrillation (vf)/ventricular tachycardia (vt). It was also noted that the patient was noncompliant with medication. The crt-d remains in use. No further patient complications have been reported as a result of this event.